Event description:
It was reported that an infusor device over-infused while in use on a patient. According to the report, the customer began therapy at 4pm and the device was fully emptied at 9am the following morning. The solution being infused was flucloxacillin 8g. There was no adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.